Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR# 9616680-2008-00248.

Event description:
It was reported that, "pt's hip was revised in 2008. Surgeon stated that the stem and cup were loose."